Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aneurysm was successfully excluded at the conclusion of the index procedure. The 1-month routine follow-up CT performed on (B)(6) 2014 showed the presence of a type ia endoleak due to a circular channel observed in the primary and secondary sealing ring of the aortic body stent graft. The cause of the channel could not be determined. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.